Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 07-apr-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #:(B)(6), ubd: 20-nov-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the controller was blank and unresponsive for about a year. Troubleshooting was unable to be performed as the patient did not have equipment at the time of the call. The patient stated they plugged the controller into the power supply cord which did not resolve the issue. The patient would call back with the equipment. Patient services reviewed patient services' business hours. No symptoms were reported. Additional information was received. It was reported the patient had charged their controller powered on like normal. When the patient used their controller they received settings not available, cannot provide desired intensity settings. The patient could not increase stimulation. The patient had charged their implant to 100% and had tried changing groups but that did not resolve the message. The patient was redirected to their healthcare provider. Additional information was received from the patient. They reported that they were having new issues with their back and their pain management healthcare provider (hcp), suggested trying to adjust their therapy settings to help. Patient stated they charged both the controller and their implant yesterday, but were still seeing settings not available oor message in all groups. Agent reviewed message as well as role of rep. Provided national answering service (nas) number and the patient was redirected to their healthcare provider to further address. Patient mentioned that their device quit working during covid and the manufacturer representative (rep) couldn't really get the programs working right or any settings on their controller. Patient called back and repeated their stimulation not working since covid. Patient continually gets setting not available on both groups. Patient stated they had gone to their new hcp and was told they needed to call if they wanted to have their devices looked at and reprogrammed. Agent reviewed role of hcps and contacting reps. Patient understood, agent reviewed an email could be sent to the local reps to see if they can assist with the patient getting something scheduled. Patient called back and repeated previously documented information regarding their stimulation not working since covid. Patient continually gets setting not available on both groups. Patient stated they had gone to their new hcp and was told they needed to contact manufacturer if they wanted to have their devices looked at and reprogrammed. Agent reviewed role of hcps and contacting reps. Patient understood, but said the hospital they go to kept telling them that they, as the patient, needed to set the appointment up with a rep because they don't necessarily need to meet with the doctor. Agent reviewed an email could be sent to the local reps to see if they can assist with the patient getting something scheduled; offered and explained use of nas number, meant for hcp to schedule the appointment on their behalf. Agent sent email to reps and closed case. Patient stated they are trying to coordinate with manufacturer and their new pain management doctor, but their doctor keeps saying the patient needs to contact manufacturer directly. Patient stated they need to have a consultation with their new pain doctor with a rep present as they are having more back issues and need the stimulation to treat their neuropathy and back. Agent continued to review role of rep and offered to send follow up email to local reps. Agent sent email. Patient asked if they can have rep paged through primary care doctor. Additional information was received from a manufacturer representative (rep). The rep reported that the patient had not used their battery in several years, and recently patient had some back issues and they wanted to re-try the stimulator again. The stimulator was implanted in 2018, and both leads had high impedances, so rep was not able to turn the stimulation on. Rep met with the patient after patient had their device fully charged and after connecting and running an impedance check, it was noted that both leads had high impedances and rep was not able to program the patient. The patient stated that they would schedule an appointment with their physician to discuss either getting a replacement or an explant. Additional information was received from the patient. When asked about the cause, steps and resolution, they stated that the leads going up their spine need to be replaced and they need to discuss with their physician.